Event description:
The following has been reported: biomed reports: on 10/13 we had a wo opened indicating that this pump was running precedex gtt. Stopped and alerted service needed for no apparent reason. Found the bottom right cassette pin to be a bit sticky. After cleaning the pump ran fine but figured a second look would be in order. No pt harm was noted. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal CAPA was opened to investigate this issue. A DHR review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No actions required at this time since the pump was not returned and complaint was not confirmed or refuted.